Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event and was alerted by insulin flow block alarm. The blockage was found in the tubing as insulin did not exit upon being pushed slowly through tubing with plunger and there was greater than normal resistance. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.